Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow up the patient presented with the pulse generator was in backup vvi mode. Technical service restored the device and resumed normal function. The patient did not experience any adverse consequence and was stable.